Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 that they have been having continuous issue with air bubbles in patient's tubing. The reporter stated that she flicked cartridge with pen or pushes some of the insulin out of cartridge whenever she notices there is air bubbles in the cartridge to remove it. The reporter stated she is using room temperature insulin to fill cartridge and cycling plunger on cartridge before filling with insulin. The reporter stated that they pressurize vial correctly and is filling cartridge to 1.0 ml mark. The reporter denied damage to cartridge and is securing tubing and cartridge as per IFU. The reporter stated that the patient does not develop air bubbles until the day after a site/set/cart change and the patient's blood glucose will spike up to 404-504 mg/dl with severe stomach ache. The reporter corrected with manual injection or pump. The reporter admitted she does remove the cartridge from pump everyday to make sure there are no air bubbles. Customer support instructed reporter that continuously removing cartridge from pump may introduce air into the cartridge and instructed reporter not to unless she notices air bubbles in the tubing. This report is being made due to the hyperglycemic event the patient experienced due to air bubbles.